Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. Initial reporter. Zip code is not indicated at this time. (B)(4).

Event description:
A surgeon reported that in the week following an intraocular lens (iol) implant procedure, the patient was observed to have endophthalmitis. The iol remains implanted. Additional information was provided by the surgeon who reported, that on the fourth postoperative day there was an increase in cells in the anterior chamber after the procedure. Steroid and antibiotic dosages were increased and the patient is recovering with treatment. One week later, the cells had improved and the visual acuity was recovering. The surgeon reported that this was aseptic endophthalmitis. A bacterium inspection was performed and the result was negative.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece and viscoelastic indicated are not approved for use with this cartridge. The manufacturing investigation has not identified a root cause to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the video evaluation was provided by company physician: no abnormal incidents were observed in the video. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided by the surgeon, who reported that a bacterium inspection was not performed. The symptoms improved after the initial medical treatment. The surgeon's clinical judgement is that the event was non-infectious. There was no infectious symptoms confirmed other than anterior chamber cells.